Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombosis noted at the hemostatic valve. It was reported that the patient, with functional mitral regurgitation (mr) and heparin-induced thrombocytopenia type ii, underwent a mitraclip procedure. The patient received argatra anticoagulation. The dilator was removed from the steerable guide catheter (sgc) and thrombus was observed at the hemostatic valve. The activated clotting time (act) was at 400 seconds and no additional anticoagulation medication was administered. After aspirating the sgc several times and gently flushing, the thrombus was no longer seen. The procedure continued, using the same sgc, with implantation of two mitraclips, reducing the mr grade from grade 3-4 to <1. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus (thrombosis) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombus appears to be related to patient anatomy/patient conditions as the patient suffered from heparin-induced thrombocytopenia type ii. There is no indication of a product quality issue with respect to manufacture, design or labeling.